Event description:
It was reported that a syringe 1.0ml 31ga 8mm 10bag 500 pl/wg had missing scale markings before use. The following was reported by the initial reporter: "it was reported that the scale print was missing on one syringe. Verbatim: voicemail : consumer left voicemail stating that the scale print is missing on one syringe.01-14-21: I returned consumer's call, he stated that the scale print is missing on one syringe, he also stated that the bag was sealed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. Investigation summary: customer returned (1) 1cc, 8mm, 31g (B)(4) syringe in an open poly bag from lot # 0027932. Customer states that the scale print was missing on one syringe. The returned syringe was examined and exhibited missing scale print on the barrel. A review of the device history record was completed for batch# 0027932. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 31ga 8mm 10bag 500 pl/wg had missing scale markings before use. The following was reported by the initial reporter: "it was reported that the scale print was missing on one syringe. Verbatim: voicemail : consumer left voicemail stating that the scale print is missing on one syringe. 01-14-21: I returned consumer's call, he stated that the scale print is missing on one syringe, he also stated that the bag was sealed."